Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving unknown baclofen and sufentanil via an implantable pump for non-malignant pain indications for use. It was reported that there was wound dehiscence at the pump pocket where the pump was implanted in the back. There were no environmental, external, or patient factors reported. No diagnostics or troubleshooting were reported. The patient's pump was replaced and the catheter was tied off and partially removed. The issue was resolved at the time of this report.